Event description:
A stonetome was going to be used for therapeutic purposes. Before the procedure, during the testing of the wire tension, the cutting wire broke. There were no complications or intervention reported with this event.